Manufacturer narrative:
The b5 summary and section codes have been updated to reflect the completed investigation.

Event description:
It was reported that the stretcher had collapsed with a patient on it during a procedure. The collapse allegedly caused the patient's uterus to be perforated by a surgical instrument which necessitated a return for additional surgery to correct.

Event description:
It was reported that the stretcher had collapsed with a patient on it during a procedure. The collapse allegedly caused the patient's uterus to be perforated by a surgical instrument which necessitated a return for a complete hysterectomy.